Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event was reported as (B)(6) 2010 and has been estimated as (B)(6) 2010. Device (B)(4): xience v stent implanted in restenosed metallic stent. There were no reported product deficiencies. The reported patient effects of angina, stenosis/restenosis, and dyspnea are listed in the listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. It was reported that the xience v otw stent was implanted in an in-stent restenosed lesion. It should be noted that the xience v IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The other xience v stent, is being filed under a separate MFR number.

Event description:
It was reported that approximately 2 years post implantation of 2 xience v stents into restenosed metallic stents in the mid right coronary artery (mrca) and the right posterior descending artery (rpda), the patient reported worsening chest and shoulder pain as well as worsening exertional shortness of breath. A diagnostic heart catheterization was ordered. On (B)(6) 2010, per diagnostic heart catheterization, 80% mrca and 80% ostial rpda narrowing was noted in the previous sites where the metallic stents were originally placed. On (B)(6) 2010, the patient was hospitalized and underwent coronary artery bypass graft surgery without complication. On (B)(6) 2010, the patient was discharged. There was no additional information provided.